Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, I'm an orthopedic surgeon in (B)(6). Patient had a wright medical dynasty cup mom with a size 40mm ball slt taper placed in 2010. Her cup is loose. I'm planning on revising the cup and leaving the femur alone. The femur is a profemur z plasma stem.